Manufacturer narrative:
Failure of the hard drive and associated functions of the computer is a negligible risk to a pt, because the loss of computer functionality does not affect the life support functionality of the console. After service personnel replaced the hard drive, a console checkout procedure was performed. The console successfully passed routine checkout and calibration as intended. We have requested that the component be returned for investigation.

Event description:
Complainant in (B)(6) stated that computer would not boot up. Hard disk drives was replaced and the console unsuccessfully passed routine checkout and calibration.